Manufacturer narrative:
(B)(6). Additional device product code used ¿ lxh. Device history records review was completed for part # 03.812.003, lot # 8585270. Manufacturing location: (B)(4), manufacturing date: dec 19, 2013. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that on (B)(6) 2016, patient underwent an initial transforaminal lumbar interbody fusion (tlif) at l4-l5. During the procedure, the distal end of the transforaminal posterior atraumatic lumbar (tpal) spacer applicator's inner shaft broke off and became wedged in the tpal spacer applicator knob. Another inner shaft and knob were readily available and were attached to the tpal spacer applicator handle and used to complete the procedure successfully with no further harm to patient. Procedure was delayed approximately one (1) minute while the knob and inner shaft were swapped out. Concomitant devices reported: tpal spacer applicator handle (part # 03.812.001, lot # 8761909, quantity 1), tpal spacer applicator knob (part # 03.812.004, lot # 3652756, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed for the t-pal spacer applicator inner shaft (part number 03.812.003, lot number 8585270). The subject device was returned with the complaint condition stating the returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken; fragment was returned. The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. A device history review was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Unrelated non-conformance record (ncr) #(B)(4) was generated during production for this part/lot combination resulting in a rework; however, the ncr is not related to the complaint condition of broken proximal coupling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The following concomitant device was returned without allegation: applicator knob (103.812.004 lot 3652756). No defects or deficiencies were identified during inspection which could have potentially contributed to the complaint condition, as such no further investigation including drawing review, complaint history review and occurrence rate calculation will be completed. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally, endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.